Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies but most often due to touch contamination or a breach in aseptic technique during the pd treatment. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was discharged from the hospital and has an extension piece connected to the patient line. The patient does not know how to disconnect from it properly. Technical support advised the patient to contact the peritoneal dialysis registered nurse (pdrn). Upon follow up with two pd nurses familiar with the patient, it was reported the patient had symptoms of abdominal pain. As a result, the patient was hospitalized with peritonitis. Per the nurse, the patient had a pd culture obtained in the hospital but that the results are not available. Reportedly, the patient received pd therapy while hospitalized using baxter products and received unknown antibiotics. The patient was discharged on (B)(6) 2021 and continues antibiotic therapy with vancomycin 1gram x 5 doses intra-peritoneal (ip) on an outpatient basis. It was stated the patient is recovering and using the same cycler without any issues as the patient was able to remove the baxter connection (not a fresenius product). No further information is available abut the peritonitis event as the discharge summary/ pd culture results are not available, according to the nurse. The cause of the peritonitis is unknown. However, both nurses confirmed the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.